Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 54 mg/dl. The customer also reported blood at site. Customer states the site was not actively bleeding. Customer states blood was not visible on the sensor connector. Customer states sensor was not tugged or pulled on after insertion. Customer reports bleeding stopped. Customer reports that they did not receive medical treatment as a result of the site issue. The customer declined troubleshooting. The device will not be returned for analysis.